Event description:
Reportedly, during the post-implantation check performed on (B)(6) 2013, a pdf report was created. However, the name of the pdf file was not correctly displayed: it started with "xxxxx". An explanation was requested. Analysis confirmed the reported behavior. It was due to a programmer software limitation. It does not impact pacemaker operation; it is only a programmer behavior issue.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The programmer files were reviewed. (B)(4).